Event description:
It was reported that patient felt as though the implantable neurostimulator had migrated and eroded from its original implant locati on and made it difficult to charge. The patient had 10 to 12 different types of surgeries in the past 12 years and she had urtian cancer. It had been few months since the last time the patient recharged and she was not sure if it helped.

Manufacturer narrative:
Product ID 3998, lot# j0540959v, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
It was reported there was erosion. It was noted the stimulator had ¿eroded and sunk many times.¿ it was noted the patient had had thirteen surgeries related to it in the past thirteen years. It was noted the erosion may not have happened with the patient¿s first implant. It was also reported the patient had trouble recharging due to the location of their stimulator. It was noted they had been discussing replacing the battery at their physicians¿ office and that they had been considering a non-rechargeable device.

Manufacturer narrative:
(B)(4).